Event description:
The patient presented having experienced dizziness. An interrogation revealed in episodes of noise resulting in oversensing and pacing inhibition were noted on the right atrial (ra) lead. An x-ray was performed and no anomalies were observed. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces with all four tines were intact and undamaged. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to device can. Electrical testing found shorting between conductors coils due to inner insulation damage consistent with procedural damage.

Event description:
Additional information was received that the lead was explanted and replaced to resolve the event. The patient was in stable condition.